Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and returned to guidant for analysis due to a low battery monitoring voltage status.